Manufacturer narrative:
The lay user/patients meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. In addition, a device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. Lifescan also conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systemic issue was observed. Analysis was not possible for the returned test strips due to unknown storage and handling preventing the allegation being physically investigated. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2019, the lay user/patient contacted lifescan (lfs) USA, alleging that his onetouch ultra2 meter read inaccurately high compared to his feelings and/or normal readings. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged meter inaccuracy began on (B)(6) 2019 at an unspecified time. The patient reported obtaining alleged inaccurate high blood glucose readings of ¿between 140-209 mg/dl¿ with the subject meter. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The patient informed the csr that he manages his diabetes with 3 units of humalog daily and 30 units of lantus in the evening and stated that in response to the alleged inaccurate high issue he just continued with his usual dose of medication. The patient claimed that a few days later he developed symptoms of ¿mouth got numb, only see half of anything, vision shrinks, blurry, there's a halo or light around his eyes¿. The patient reported self-treating his symptoms with 2 cups of orange juice and also reported eating some candy. During troubleshooting, the csr noted that the subject meter was set to the correct unit of measure. In addition, the csr confirmed that the patient¿s test strips had been stored correctly and were within their expiry/discard date. The patient did not have control solution to perform a quality control test. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after obtained alleged inaccurate high results with the subject meter.